Event description:
The lag screw was backed out and infection of the epidermis occurred.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.